Manufacturer narrative:
Patient age and weight were declined per a site representative. On 09/14/2016 a medtronic representative performed a navigation system check-out, all areas passed. Reported issue could not be replicated. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report from a site registered nurse (rn) that while in a cranial biopsy procedure, they were unable to track the biopsy needle with their navigation system. In trouble-shooting, confirmed the biopsy procedure was within the software, plan with entry point/target, secured precision aiming device (pad), successfully tracked vertek probe within pad, pressed lock trajectory within software, reducing tube within pad and target alignment error 0.2, acceptable. This process was repeated twice without resolution. The surgeon opted to continue without the use of the navigation system and completed the procedure without issue. Delay in therapy was less than one hour. There was no impact on patient outcome.